Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd board. Unable to confirm the display anomaly and unable to perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that all of a sudden the screen has a bunch of white lines on the insulin pump. Customer took the battery out and the screen is dark. Customer stated that everything looks blue and the lines look like a barcode. Customer's blood glucose was 101 mg/dl at the time of the incident. Customer stated that the pump was in his pocket and he does not know how the damage occurred. Customer stated that there is no visible damage on the pump. Customer could not perform the self-test since he could not navigate through screens. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. Customer was also advised to revert to a backup plan. The insulin pump will be returned for analysis.